Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume folfusor ruptured, leading to a leak of fluorouracil. This occurred ten hours after the start of infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Lot 17j041 was manufactured september 28, 2017 - september 29, 2017. The actual device was not available; however, a photograph of the sample was provided for evaluation. The photo showed evidence of the bladder rupture. The reported condition was verified. The cause of the condition could not be determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.